Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear marks. Other cables at the wrist were not damaged. Additional observation not reported was both of the bipolar pins (top and bottom) were bent. No other damage was found. Failure analysis concluded that damage was likely due to mishandling.

Event description:
It ws reported that prior to starting a da vinci surgical procedure, a broken cable was identified on a fenestrated bipolar forceps instrument. The instrument was not used on the patient after the reported issue was identified and there was no allegation of harm or injury to a patient. Nothing fell into the patient.